Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found stretched, kinked, and flattened, although it cannot be determined when or how this damage occurred. Fluid was unable to flow through the soft cannula as a result of this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 400 mg/dl, while wearing the pod on the leg between 4 and 24 hours. Corrections were administered but the bg levels did not decrease. Upon removal, the patient noticed that the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.